Event description:
The aviator plus balloon ruptured at 6atm (below nominal pressure) during inflation at the target lesion. The target lesion was left internal carotid artery. There were mild calcification and vessel tortuosity, the rate of stenosis was 80%. The product was properly inspected and prepped. There was no difficulty accessing the lesion with the guidewire. The aviator plus balloon catheter (434-5020w, r1108346) was delivered over the guidewire (angioguard xp) through 6f guiding catheter (shuttle sheath, cook) for post-dilatation. There was no difficulty tracking the balloon catheter over the guidewire to the lesion. The balloon ruptured at 6atm (below nominal pressure) during inflation. There is no info regarding the contrast to saline ratio used to inflate the balloon. The aviator plus was removed from the pt body without difficulty. Another product (details unk) was used and the procedure was completed without any other problem. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.